Manufacturer narrative:
Product event summary: performance data was also collected from the device and analyzed. Analysis revealed atrial undersensing. The p wave amplitude decreased to a minimum of 0.7 millivolts. The atrial threshold was also high; atrial capture management (acm) trend showed the average threshold increased to 2 volts by (B)(6) 2014 from its baseline of less than 1 volt. The threshold remained elevated and variable until acm was programmed off the week ending 2014-(B)(6).

Event description:
It was reported that the right atrial lead had high threshold and decreased p wave sensing; x-ray confirmed the lead was dislodged. Repositioning was attempted, but the lead dislodged again. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the full lead was returned and analyzed with no anomalies found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. (B)(4).